Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that during testing, ECG could not be acquire via paddles. There was no pt involvement.